Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at maxzero connection site while connected to a patient. There was no patient harm.

Event description:
The customer reported a leak at maxzero connection site of tpn, il and medication while connected to a patient.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. Visual inspection showed no damages or anomalies on the set or its components. Functional and pressure testing resulted in no leaking. The root cause was not identified.